Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the case of red containers 3 out of 10 safety lids are cracked and not safe to use. No damage to the outside of case.

Manufacturer narrative:
A review of the device history record was unable to be performed as no lot number was supplied. A lot will not be released unless all acceptance criteria inspections per established sampling levels are within acceptable limits. Samples were supplied for analysis. Cracked lids were observed on all three samples. Cracks were in the same location on each sample with the extent of damage varying. The samples were not in the original packaging. The method of a root cause analysis implemented in this investigation was to conduct a six m assessment that evaluated potential causes. A specific root cause could not be determined, however there are two potential causes; (1) human error with the associate incorrectly packaging the case or (2) a supply chain failure with the customer who distributed the product to their end customer repackaging the case in their own configuration without meeting the packaging configuration requirements. Based on the information available and the investigation findings, additional actions are deemed unnecessary at this time. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.